Event description:
On (B)(4) 2016, information was received from a consumer and healthcare provider (hcp) via a company representative regarding a (B)(6) male patient who was receiving prialt 25mcg/ml at 6.5 mcg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The patient¿s medical history included no known drug allegories and he was a non-smoker. The patient¿s concomitant medications included ambien, verapamil hcl cr extended release, nortriptyline hcl, metaxalone, lisinopril, metoprolol tartrate, metformin hcl, and nitroglycerin. On (B)(6) 2016, the patient heard his pump alarming 22 minutes after the hour since that morning (also reported every half hour). The patient originally thought it was his cell phone, but he turned it off and the beeping continued. The patient¿s next refill was scheduled for (B)(6) 2016. On (B)(6) 2016, the patient saw his hcp. The pump was interrogated and the logs showed a motor stall. It was noted the patient had not recently had magnetic resonance imaging (MRI). The patient denied any electromagnetic interference (emi). The pump was reprogrammed with a 1% increase in dose. Arrangements were being made to have the patient¿s pump replaced as soon as possible. The patient planned to use nonsteroidal anti-inflammatory drugs (nsaids) in the meantime. No patient symptoms were reported. The patient was to follow-up with the hcp on (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.